Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis coincident with pd therapy. The peritonitis was manifested by a cloudy bag. On the same day as onset, the pt was diagnosed with fungal peritonitis, was hospitalized and began treatment for the event with vancomycin, (intraperitoneally) ip (dose and frequency unknown). The cause of the peritonitis was unknown. Thirteen days after being admitted to the hospital, the pt was discharged. One day prior to discharge, the patient's pd catheter was removed and one day later the pt was started on hemodialysis (hd). Outcome of the peritonitis was unknown. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot number h13b22021 and h13d25038 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition. Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4).